Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully however, customer has reported at least 3 occurrences of same malfunction on this pump. Cts advised customer replacement pump is needed, but customers current pump is out of warrenty. Customer declined loaner pump and any other assistance from tandem technical support regarding this issue. Customer will continue to use out of warrenty pump and to ensure insuline delivery is not interrupted will use mdi if needed. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.